Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. Post-procedure and prior to discharge from a pulse field ablation (pfa) procedure using a farawave catheter it was discovered that the patient had a pericardial effusion while in recovery. A pericardial tap was performed which removed 150cc of fluid. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.